Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the past month or so ins was not helping and they have had a couple of episodes where they felt a real strong electrical charge. Patient said that they turned their therapy off previously but they can't get their programmer to connect to their implant now. Per call received from patient the mdt insterstim is not working or is not connecting to the external equipment.agent reviewed possible eos with patient. The patient was redirected to their healthcare provider to further address the issue.